Event description:
It was reported that during replacement of the implantable cardioverter defibrillator the shock impedance of the proximal coil of the right ventricular lead as greater than 200 ohms. The physician elected to program a single coil configuration using the distal coil that had normal impedance of 85 ohms. The rv lead remains implanted and no adverse patient effects were reported.